Event description:
A malfunction on the pump was reported by the caller, identified as malf 16, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer had not received the field correction notice, so technical support confirmed the email details, resent the notice, and assisted with the online form. Technical support helped the caller reset the pump, preventing the malfunction from recurring. The customer was instructed to continue using the pump and to call back if the issue reappeared, which was acknowledged and understood.